Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. After a guide wire crossed the lesion, a 4.0 x 40, 75cm mustang balloon was advanced for dilatation. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 5mm non bsc device. No patient complications were reported and the patient status was good.